Manufacturer narrative:
One used custom device was returned. The 15mm iso connector was not returned with the device. The dimensions on the neck flange/connector hub were found within specification. The investigation could not be completed due to the customer not returning the connector for evaluation. The investigation did not reveal any intrinsic manufacturing defects with the returned device.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during a routine circuit change the 15 mm adapter at the proximal shaft of the flextend was found to stick to the circuit resulting in an unscheduled trach change. Product was reported to have been in use for 5 months, alternating every two weeks with another custom trach. No adverse health outcome resulted.